Event description:
Pseudoseptic knee (joint inflammation) [arthritis], knee effusion [joint effusion]. Case description: a spontaneous report was received on 21-jul-2009 and 24-jul-2009 from a healthcare provider (hcp) via a genzyme company representative regarding a male patient, (B)(6), with history of moderate to severe osteoarthritis who experienced a pseudoseptic reaction and knee effusion after starting synvisc one. The patient had a history previous treatment with hyalgan. In (B)(6) 2009, he received an injection of synvisc one into his knee (laterality unspecified). On an unknown date post-injection, the hcp reported that the patient experienced a pseudoseptic reaction. Ninety cc fluid was aspirated from the knee and sent to the laboratory for analysis (results pending). The patient was treated with an intra-articular injection of an unspecified steroid. The patient responded to treatment within 24 hours, and at the time of this report was doing well. (B)(6).

Manufacturer narrative:
Evaluation summary - the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.